Manufacturer narrative:
Reported event:  an event regarding wear involving an accolade stem was reported. The event was not confirmed method & results:  device evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Ma: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Functional inspection: not performed as the functional aspects are not in question. Dimensional inspection: not performed as the device was returned in damaged state. Clinician review: the provided x-ray/ medical reports were rejected for medical review by our clinical consultant and stated that: (B)(6) 2017 x-rays ap pelvis, lat right hip, lat. Left hip: bilateral uncemented tha both reduced, nominal with no evidence of gross pathology. (B)(6) 2020 ap pelvis, lat. Right hip, lat. Left hip both hips same tha with periarticular radiodensities, hips reduced but trunnions not confirmed to be centered in modular heads. No clinical or pmh, no examination of explanted components, no laboratory or surgical pathology reports. While the information available for review appears to confirm both event descriptions, insufficient data is present to create a medical report for this patient. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion:  the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of lot specific voluntary recall initiated for the lfit v40 cocr heads. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: the patient has massive taper wear of the hip stem after cementless hip arthroplasty 2006 left (accolade stem size 4.5, v40 metal head 36mm m lot 38449802c, trident cup size 52 e lot 17796801, pe inlay 0° 36e lot 9dxmea) due to this, a complete exchange of the hip endoprosthesis due to pronounced metallosis and discomfort. The diagnosis could first be radiologically confirmed on (B)(6) 2020. A previously performed x-ray control from the year 2017 was unremarkable.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: the patient has massive taper wear of the hip stem after cementless hip arthroplasty 2006 left (accolade stem size 4.5, v40 metal head 36mm m lot 38449802c, trident cup size 52 e lot 17796801, pe inlay 0° 36e lot 9dxmea) due to this, a complete exchange of the hip endoprosthesis due to pronounced metallosis and discomfort. The diagnosis could first be radiologically confirmed on (B)(6) 2020. A previously performed x-ray control from the year 2017 was unremarkable.